Event description:
The account alleged the patient position module will not set in any mode. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.